Manufacturer narrative:
Product event summary: at analysis the device did not pass all incoming functional testing and was replaced. The stated reason for return that the programmer restarted continuously when the analyzer session was open was attributed to the analyzer.

Event description:
It was reported that the programmer restarts continuously when the analyzer session is open. It was also stated that the analyzer and programmer would be returned to service. There was no patient involvement associated with this event. It was further reported that the product had been returned to service.